Event description:
Boston scientific received information that this lead and associated device displayed high, out of range pacing impedances and loss of capture. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is not expected to be returned for analysis. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.